Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to corrosion of the scope connector. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the images were not displayed on the bronchovideoscope. There were no reports of patient involvement, as the event occurred during setup before the patient was in the room.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the images were not displayed on the bronchovideoscope. There were no reports of patient involvement, as the event occurred during setup before the patient was in the room.